Event description:
It was reported that the pt experienced shocking when walking through any metal detectors for the past six months. The shocking was so intense that the pt leapt through, over or around metal detectors to avoid being shocked, and was almost knocked to the ground once at (B)(6) because of the intensity of the shock. It was also reported that the pt felt the stimulation more intensely when the physician programmer head was placed on top of the implant. The pt had the device interrogated by a health care professional. Add'l info has been requested.

Manufacturer narrative:
(B)(4).